Event description:
The customer reported that an arrhythmia alarm did not occur for bed ccu 9 on (B)(6) 2021 at 04:00 which resulted in a patient going into ventricular tachycardia and needing to be resuscitated.

Event description:
The customer reported that an arrhythmia alarm did not occur for bed ccu 9 on (B)(6) 2021 at 04:00 which resulted in a patient going into ventricular tachycardia (v-tach) and needing to be resuscitated. The device was reported to be in use on a patient. The patient went into ventricular tachycardia and was.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse pulled the audit logs and determined that the customers system was operating as intended. The audit logs showed that the customer had silenced the alert meaning that they were aware of the v-tach event and failed to respond in an appropriate time frame. No malfunction occurred. Investigation has determined that the customer silenced the alarm that occurred for the patients v-tach event. The customer was informed of the audit log findings by a remote service engineer (rse).